Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 failure was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a damaged right force-sensing resistor. The force-sensing resistor was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an f-38 failure. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.